Event description:
It was reported that the device was actually operational, however the overtemp alarm was not working. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
The customer's complaint was verified by functional testing. The over temp pot was out of calibration. After the calibration was fixed, the device passed all functional tests.